Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The initial report indicated the device had failed the blockage test which means device does not alarm as expected. However, additional information indicates the device did not fail the test, it was marked in error. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service evaluation, device could not operate on ac or battery and could not re-charge the battery. No patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the device did not pass the blockage test. Additionally, the dc inlet port was found broken. No case involved.